Event description:
It was reported that during an open skin suturing procedure, when the surgeon tested the five sutures each from two different batches for tensile strength, the thread snapped immediately upon pulling. To resolve the issue, a new suture box of the same type was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2091fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2089fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2091fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2091fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2091fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2091fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2089fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2089fy); sl-822, sl-822 polysorb* 3-0 und 75cm c13 x36 (lot d4b2089fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.